Event description:
When turning on the system, the computer did not boot up correctly and displayed a message "windows starting - error - file missing or corrupted - press f8". The pt was transferred to the CT suite and treated with visual-ice system.